Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their blood glucose was between 400 mg/dl and 404 mg/dl at the time of incident and doesn't change after an infusion set change. The customer changed the infusion set three times. When the cannula was removed it was bent. The customer is reporting a headache. The last known blood glucose was 445 mg/dl. The customer treated with an insulin shot. No medical treatment was needed. Troubleshooting was performed and everything appeared normal. Nothing is returning.